Event description:
Report received of an adverse event while the pump was in use. The pt had been receiving pca morphine 1mg/ml with unspecified pump settings for post-operative pain. The pt had complained of pain that was not controlled by the morphine. The physician was contacted and orders were received for dilaudid 1mg/ml, 0.5mg loading dose, continuous only mode with a continuous rate of 0.3mg/hr. At approximately 10am, within seconds of the loading dose being completed, the pt's respirations had decreased to an unspecified level and the pt was very sleepy, but arousable. The pt was successfully treated with 0.4mg of narcan. No other medical treatment was required. The amount of drug delivered from the syringe vs. What was expected to be gone was not reported. After the event resolved, the pt was placed back on the pca pump delivering dilaudid 1mg/ml in the pca only mode with the remaining settings unspecified. The pt was discharged to home 36 hours later. The pt suffered no long term adverse sequelae. The customer contact reported that they felt the respiratory depression was caused by the dilaudid dose being too much for the pt, and that the pt additionally had anesthetic drug "on board" from surgery. Though requested, no add'l info was available.